Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analyst commented, on (B)(6) 2015 a write to locked ram power on reset (por) occurred. (B)(4).

Event description:
It was reported that the patient present to healthcare facility in due to implantable cardioverter defibrillator (ICD) beeping. On interrogation, it was found to be alerting due to an power on reset (por). Parameters remained intact and all measurements checked out except the longevity estimate which was re- initializing. Patient has not undergone radiation therapy or any recent medical procedure. File evaluation revealed write to locked ram reset. The ICD remains in use, and no patient complications have been reported as a result of this event.